Event description:
Dexcom g7 is extremely inaccurate, especially the first 12-24 hours and calibrating the device does not remedy the issue. If treatment decisions were made based on these inaccurate readings it could be very detrimental to my health and well being. It also rarely lasted the designated 10 days and dexcom would often refuse to replace faulty sensors.